Event description:
The procedure was a laparoscopic cholecystectomy. Reportedly, after insufflation of abdomen, the surgeon was handed a versaport v2 trocar (179095) and tried to insert it, but could not figure out how to work the device and stopped. He used a versaport trocar (179071), which the surgeon was accustomed to. As he inserted device, he claims the safety shield did not retract. When surgeon pulled the obturator out of the sleeve, the trocar was still exposed, with tissue stuck to the end in the safety shield. On inserting the scope, blood was seen. A laparotomy was performed, revealing an iliac artery injury. A c-v surgeon repaired the injury, which required admission to the ICU for one day. Ebl=3500cc. The pt received multiple transfusions.